Event description:
Term infant born, gravida 1 mother. Delivered vaginally after 4 vacuum applications. Infant was in occiput posterior positon, head at +3, and a pudendal block had been placed. The vacuum was applied without difficulty and used intermittently over 4 contractions spaced by maternal effort with slow, steady progress. Traction to 10 to 20 pounds or 5 to 9 kg was applied to the vacuum. One popoff was noted during this time. Approximately 1 hour after birth, infant appeared pale with a blood pressure of 52/40 and was noted to have an enlarging head circumference. Her head appeared to be cloverleaf in shape with the prominence of the hematomas in the bilateral temporoparietal areas. CT scan as noted below. Infant transferred to level 3 facility as precautionary measure in stable condition in 2007.